Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hbsag gen. 2 quant. Immunoassay on the cobas 6000 e 601 module (e601). The erroneous result was reported outside of the laboratory. The sample was automatically diluted by the analyzer at a 1:400 dilution and initially results as > 52000 iu/ml. The sample was manually diluted in a two step dilution arriving at a final manual dilution ratio of 1:100. The manually diluted sample was then repeated on the analyzer at a 1:400 automatic dilution (the total dilution ratio including the manual dilution is 1:40000), resulting with a final value of 38120 iu/ml. The 38120 iu/ml value was reported outside of the laboratory. On (B)(6) 2017, the same sample is repeated by roche service personnel at a 1:400 automatic dilution, resulting as > 52000 iu/ml. The roche service person then manually diluted the sample in a two step dilution arriving at a final manual dilution ratio of 1:100. The manually diluted sample was then repeated on the analyzer at a 1:400 automatic dilution (the total dilution ratio including the manual dilution is 1:40000), resulting with a raw value of 516.6 iu/ml on (B)(6) 2017. When accounting for the manual dilution ratio, the final value is 51660 iu/ml. No adverse events were alleged to have occurred with the patient. The serial number of the e601 analyzer was asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. No sample material was available for investigation. The issue is most likely related to the manual dilution step. Performing the dilution in two steps may introduce error. Calibration and quality controls are acceptable.